Event description:
It was reported that the patient with an ins experienced high impedance, with measured values of 39250, 40000, and 38440 on electrodes 1, 3, and 5, respectively. Settings were unavailable when attempting to increase intensity on groups a, b, and c,  as a result of the high impedance. The patient had a history of a bad fall, which was identified as a possible contributing factor, though it was unclear if the problem began at that time. Troubleshooting included reprogramming around the impedances and setting up new groups. The issue remained ongoing, but the patient was alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.